Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported that when the customer opened the exeter stem and tried to load it onto the introducer, the introducer wouldn't accept the stem. The customer further reported that the plastic spigot protector looks deformed. Another stem was opened to complete the case. There were a few minutes delay to surgery while another device was opened.

Manufacturer narrative:
Event regarding a damage issue involving a spigot protector for a exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device was carried out by the supplier. "The exeter stem is in good condition. No mark appears on its surface. The yellow spigot shows two bent lugs. We can see high material deformation on the two lugs, exactly located on the area where the stem inserter has to connect with the spigot." Dimensional and functional inspection was not performed as the returned device was too damaged to allow either dimensional or functional inspection. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation performed by the supplier on the returned part concluded "that bent spigots are not due to manufacturing defect. The returned spigot shows bent lugs and visual marks of material bulge that are consistent with a misuse of the device".

Event description:
The customer reported that when the customer opened the exeter stem and tried to load it onto the introducer, the introducer wouldn't accept the stem. The customer further reported that the plastic spigot protector looks deformed. Another stem was opened to complete the case. There were a few minutes delay to surgery while another device was opened.